Event description:
It was reported that during a da vinci-assisted surgical procedure, monopolar curved scissors (mcs) tip cover accessory was torn at the tip. No fragment fell inside the patient. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the mcs tip cover accessory was inspected prior to use with no issue. The tip cover was damaged on the clear area. No arcing was observed. The mcs tip cover accessory appeared to be properly installed during the surgical procedure. No orange surface was visible after the mcs tip cover accessory was installed. Mcs tip cover accessory was not installed beyond the orange surface. The installation tool was used. Lubricant was not applied to the mcs instrument prior to tip cover installation. The instrument tips did not collide with any other instrument or tool during procedure.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The monopolar curved scissors (mcs) tip cover accessory was analyzed and found to have tearing at the mouth where the scissor tips exit. Tears were axially aligned with the tip cover and measured from 0.189¿ in length. There were no signs of thermal damage present at the end of any tears. The complaint was confirmed by failure analysis.